Event description:
Caller reported a discrepancy between the displayed and actual time on the pump, which was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level. The caller was assisted by customer technical support to update the pump time and advised to monitor the device, with instructions to follow up if the discrepancy recurred.